Event description:
It was reported while the patient was wearing the pod less than one hour. The adhesive completely separated from the infusion site (arm), causing the cannula to dislodge. The patient was sitting down when this occurred. Details of treatment were not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available lot release records were reviewed, and the product lot met all acceptance criteria.